Manufacturer narrative:
No injury reported. Consumer reported their chair stopped working and an alleged fire had occurred. Info provided indicated the chair had been serviced a few months ago. Product has not been returned for eval at this time so, it is unk if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance or a service issue may have caused or contributed to this incident. Malfunction not confirmed. MDR filed as a conservative measure.

Event description:
The consumer alleges the wheelchair caught on fire. No serious injury is alleged.